Manufacturer narrative:
Retainer ring = black. Customer complained about the unit having a pump error 23 and pump error 43 during use on event date of 15-aug-2021. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and selftest. Pump error 23 was found on event date of 08/15/2021 16:27:03.000 but no unexpected pump error 23 alarms during testing. Pump error 130 was found on event date of 08/15/2021 15:32:41.000 is the primary alarm and pump error 43 was found on event date of 08/15/2021 15:37:17.000 occurred after. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with cracked select button on keypad overlay, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, faded/stained/peeling serial number label, peeling/fading end cap address label, cracked case at belt clip rail corner, cracked battery tube threads and scratched case. The unit was cut open with corrosion on the force sensor assembly, moisture damage on the motor assembly, corrosion on the lcd assembly, corrosion pcba 1 and corrosion on pcba 2 noted during visual inspection of the electronics. Unit was confirmed for pump error 130 and pump error 43 due to moisture damage on the motor assembly. Problem may have been intermittent. Unit passed required testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had post-reset ram crc alarm and an error in the motor was detected by reading unexpected value from hall sensor. The customer stated they were able to clear the alarms but not able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.